Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4). This report was mailed to FDA on: 03/18/2011. (B)(4).

Event description:
A customer reported during a procedure, the needle of the vitrectomy probe broke. There was no pt injury or harm reported. Additional info has been requested.